Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes returned to manufacturer on: (B)(4) 2014. The explanted intraocular lens (iol) was received. The lens was noted to be cut in two (2) pieces, most likely to make the explant possible. No further investigation was performed. A review of the manufacturing records was conducted. The sterilization batch was released on 9-sep-2013 and there were no non-conformances. There were no associated nonconformity material reports. Environmental monitoring records were reviewed and there were no environmental related non-conformances when the lens was manufactured. The lens was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to a decentered lens. Lens would not stay in position. The three (3) piece multifocal lens was replaced with a model za9003 lens. No further information was provided.the patient underwent explant of the previous lens from the patient's left eye in january and a separate emdr has been filed.